Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of stress urinary incontinence, cystocele, uterine and vaginal vault prolapse. It was reported that after implant, the patient experienced urinary retention, abdominal pain, bladder infections, discomfort, voiding difficulty, utis, painful intercourse, dyspareunia, and hypertension. The device had been used with ams in-fast ultra kit with pp suture.